Event description:
On (B)(6) 2009, pt reports infusion device piston rod will not fully retract. He states the silver sleeve at the base of the piston rod came loose about 1 month ago and will slide up and down the piston rod. Pt states the piston rod looks "out of place". Pt reports he attempted to change the insulin cartridge on (B)(6) 2009, and the piston rod would not retract more than 1/4 of the way. He states the infusion device displayed an e10 (cartridge error). Pt reports he has noticed abnormal noises with the piece that slides up and down. Pt states, he switched to his back up infusion device. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.